Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 1627487-2011-09068, reference MFR report: 1627487-2011-09069. The patient received a scs system including an ipg, one percutaneous lead and two anchors (from the same lot) on (B)(6) 2011. It was reported that the entire system was explanted on (B)(6) 2011 due to (B)(6). Prior to the (B)(6), patient had reported loss of stimulation. Upon an attempt to reprogram the system, the lead was found to have invalid impedance values. The patient is being treated with IV and oral antibiotics. The facility has retained the explanted products. No further information is available at this time.